Event description:
Caller reported that charging connection was unstable, requiring them to hold the cable in place or strategically position the pump for the charge connection to be recognized. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.